Event description:
An unspecified read issue was reported with the adc device. A customer initially reported via webform and then the customer was contacted by adc customer service, and the customer reported receiving an unspecified read issue with the sensor. The customer further reported that their sugar level was high and they experienced a seizure and a loss of consciousness. The customer was administered insulin (type/dose unknown) by the son and their glucose dropped sharply. The customer then had contact with a healthcare professional who administered an infusion and a glucose injection for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The sensor kit expiration date is 31 may 2022. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. All pertinent information available to abbott diabetes care has been submitted.